Manufacturer narrative:
H4: the device was manufactured from july 2, 2019 - july 3, 2019. H10: four (4) actual devices were received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured on one sample. The remaining three devices did not have any abnormalities found related to the reported rupture condition the ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified for one sample. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. The reported condition of rupture was not verified on the remaining three samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) units of folfusors sv (small volume) experienced a ruptured bladder during preparation. There was no patient involvement. No additional information is available.